Event description:
The account was contacted and furher investigation regarding the reported advese event indicated that during a percutaneous transluminal angioplasty the balloon tip sheared off in the right iliac artery. During procedure it was attempted multiple times to retrieve separated product however this was unsuccessful. Patient was taken to surgery for exploration of the right femoral artery with retrieval of the separated device part. Post op report concluded that all debris was removed from patient and patient is doing well. This product will not be return for evaluation and testing as it was discarded. Additional information will be sent within 30 days upon receipt.